Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. : dil cath: nc sprinter 2 x 29, guide wire: galeo intermediate, inflation: boston, guide cath: ebu 3.0, sheath: 7 f. The reported patient effect of death, is listed in the product instructions for use and is a known potential adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that the patient presented to the hospital in cardiogenic shock, myocardial infarction that had begun at home 48 hours previous, and total occlusion of the left circumflex artery, 99% occlusion of the right coronary artery, and 95% occlusion of the left anterior descending artery. A multilink 8 stent was implanted in the circumflex artery; however, the patient died. The physician states that the death is unrelated to the device, and the performance of the multi-link was excellent. Cause of death is cardiac arrest. Though requested, no additional information has been provided.